Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use one resolute integrity rx drug eluting stent to treat a mildly tortuous and mildly calcified lesion located in a diagonal branch vessel. It was reported that no damage was noted to the packaging or hoop/tray and that no issues were noted when removing the device from the hoop/tray. It was also reported that the device was not inspected. The lesion was pre-dilated. It was reported that the device did not pass through a previously deployed stent. It was reported that resistance was encountered when advancing the device, no excessive force was not used. It was reported that the device failed to cross the lesion. It was reported that the stent had a wire sticking out. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 1st distal stent wrap with struts raised. There was no damage to the distal tip. There was a kink in the distal shaft proximal to the balloon bond. There was a kink in the hypotube immediately distal to the strain relief. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.